Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited undersensing of ventricular fibrillation (vf). It was noted that the patient had torsades, which, resulted in big/small amplitudes, resulting in some of the signals being undersensed and diversion of some shocks, however, shock therapy was successfully delivered. Boston scientific technical services (ts) discussed programming options. An invasive procedure was performed. The device was explanted and replaced with another manufacturer's device. Available information indicates that the rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.